Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 19.9 mmol/l (358.2 mg/dl) between 25 and 36 hours of wearing the pod. The legal guardian reported the pod was not delivering insulin which resulted in high bg levels and keytones at 3.9. On (B)(6) 2025, the patient was feeling sick, and the bg levels were not coming down, and therefore the legal guardian called the hospital for advice. The nurse advised them to change the pod as the current pod may not be delivering insulin. The nurse further advised them to use the insulin pen every 4 hours if needed. The patient diagnosis was diabetic ketoacidosis. It was further reported that upon removal of the pod their back, the cannula looked a bit bent.